Manufacturer narrative:
Additional information: the returned rod bender was evaluated. The tip was found to have fracture off. The cause is likely attributed to fatigue from repetitive use, which allowed it break while bending a cobalt chrome rod. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a piece of a rod bender broke while the surgeon was using it to bend a cocr rod in-situ during surgery. The broken piece was retrieved from the wound. The procedure was completed using an alternative device. There were no reports of patient impacts associated with this event.